Manufacturer narrative:
The field service engineer could not determine a cause. The operation of the analyzer was checked and was good. The gear pump pressure was adjusted. Precision studies were performed and recovered within specifications. The customer ran controls and these passed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for 17 patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. Electrodes were replaced on the analyzer in the morning and in the afternoon the customer noticed the patient na results were recovering low. The electrodes were conditioned, then the test was recalibrated and controls were run. No more issues were experienced after this. The samples were repeated and the repeat values were believed to be correct. Corrected reports were issued. The na electrode lot number and expiration date were requested, but not provided.